Manufacturer narrative:
The event description has been proved the individual device for specimen bag due to broken. Device was not returned for evaluation and lot number is also not provided. It is hard to identify the root cause. No conclusion could be reached as to what may have caused the event from device. The adverse event /complications are discussed at the risk management report to reduce the risk as far as possible. It is concluded that subject device history and clinical literature continues to demonstrate that the clinical benefit outweighs the risk associated with its use.

Event description:
As reported by the user facility, on (B)(6) 2016, during a laparoscopic appendectomy, specimen bag tether broke while attempting to pull bag through fascia. The patient re-admitted and hospitalized for 12 days due to a post-op infection. The patient discharged hospital. As of this filing, the date of patient release post-appendectomy and the date the patient was re-admitted to the hospital for post-op infection has not yet been provided.

Event description:
As reported by the user facility, on (B)(6) 2016, during a laparoscopic appendectomy, specimen bag tether broke while attempting to pull bag through fascia. The patient re-admitted and hospitalized for 12 days due to a post-op infection." As of this filing, the date of patient release post-appendectomy and the date the patient was re-admitted to the hospital for post-op infection has not yet been provided.